Event description:
It was reported that this patient experienced pain in heart area few days after implant. The patient was brought to an in office check and the right ventricular lead exhibited high out-of-range pacing impedance measurements and loss of capture. A revision procedure was performed, and this lead was repositioned. No additional adverse patient effects were reported. Currently, the lead remains in service.